Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefor,e consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin he has been receiving weak signal alerts. Customer stated he wears the transmitter and the insulin pump on opposite sides of his body and he works in an emergency room. Customer stated that he is around wireless equipment all the time, customer was advised to try and step away from the area when issue occurs to regain signal. Blood glucose value is 220 mg/dl. Nothing further reported.